Event description:
It was reported that the knife wire on the sphincterotome snapped while making a cut to enter the bile duct. The event occurred during an endoscopic retrograde cholangiopancreatography (ecrp) with placement of endoscopic stent into the biliary or pancreatic duct. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d9, g1, h2, h4, h6, h11. Corrected field(s): d7a, e4. The device was not returned to olympus for inspection; therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Therefore, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.